Event description:
It was reported the patient had an explant on (B)(6) 2019. Further investigation indicated the ipg was explanted due to the patient not being satisfied with the therapy after numerous reprogramming sessions.